Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system rebooted while medications were being scanned, and the keyboard was not responding. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept rebooting while scanning medication and keyboard was not responding. A technical support specialist dialed into the station, logged in using the carefusion admin account, reinstalled the keyboard driver, rebooted the station, and sent an email to the customer to verify resolution. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. The system functioned as intended after the technical support specialist investigated the issue.